Event description:
Customer reported a checksum error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the sram. System operates as intended.